Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was disposed of by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was being escalated from impella cp to impella 5.5 support. While in the operating room, the transesophageal echocardiogram showed an organized mobile thrombus in the mid descending aorta (ao) that was visibly attached to the impella cp catheter as well as on the wall of the aorta unattached to the impella cp. Upon explant, the impella cp removed some thrombus which was retrieved through an already planned femoral cutdown. The surgeon also utilized a forgerty balloon to retrieve additional clot from the descending ao and right iliac. The thrombus removed was extensive. The patient was on extracorporeal membrane oxygenation (ECMO) prior to impella cp insertion and remained on ECMO through support on the impella cp. Partial thromboplastin time on explant of the impella cp was 45. The catheter will be sent back for evaluation the patient's outcome is stable.